Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of the index surgical procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? When was mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide the date mesh exposure was removed. What were the findings? Other relevant patient history/concomitant medications product code and lot #. .if applicable, will product be returned, return date, tracking information. Are there any pictures available for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date ten years ago and the mesh was implanted. The patient experienced hematoma which was drained at 3 months and developed recurrent problems in last 18 months. The patient is also experiencing pain. The patient underwent the exploration of retropubic space and excision of mesh. Additional information has been requested.